Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, that a 19 mm epic supra valve w/flexfit was selected for implant in an aortic valve replacement procedure due to aortic stenosis and aortic regurgitation. During device prep, the valve looked normal so the physician proceeded with the procedure. During the device implant, everything went smoothly and the valve was successfully implanted. When the physician took the patient off of bypass and their heart start beating, transesophageal echocardiography (tee) was performed to check valve function, they found the valve has severe ar due to the valve not closing completely. This resulted in severe heart failure, bradycardia and shock after a short time. The patient was recannulated and changed the valve immediately. Another 19mm sjm regent heart valve was used to replace the valve. The procedure took 2 more hours to complete. Upon inspection of the explanted valve, they found that one of the leaflets had a large fold in it. Patient's condition is stable after the avr procedure.

Manufacturer narrative:
An event of regurgitation was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case there was no indication of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.